Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced an audible leak during set-up prior to patient use. Trouble shooting was performed and customer feels the o2 leak was coming from the shut off valve while the ventilator was in the off condition. The customer advised there was no patient involvement associated with this event.